Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank screen. The customer¿s blood glucose level was 233 mg/dl at the time of the incident. The customer was assisted with troubleshooting and display did not returned back. The customer was reported that the insulin pump had power loss alarm and troubleshooting was performed. The customer was able to clear the power loss alarm. The insulin pump will not be returned for analysis.